Event description:
As all records clearly show, tyco corp. (Under their subsidiary "us surgical") conspired and collaborated with dr (B)(6) and (B)(6) to implant into my body, tyco's new and experimental anterior ivs tunneler sling, tyco's posterior ivs tunneler sling, and a 3 x 5 cm piece of mesh after I was rendered unconscious by means of general anesthesia without my knowledge, will and consent, as medical records clearly prove. This was all done at a time when tyco was conducting clinical trials on these experimental products at locations throughout the country, but was done to me without any disclosure to me whatsoever, and was done to me without my knowledge, will, and consent, and with no medical basis nor justification whatsoever because all of my pre-op tests at (B)(6) proved 100% that I had none of the medical conditions that these new and experimental procedures and implants were being tested for. As a result, I was subjected to egregious harm and left with permanent disabilities (as verified by my subsequent ethical surgeons, dr (B)(6) and dr (B)(6) - each of whom undertook their own specialized surgery, in an effort to remove all toxic and disabling sling and mesh implants from my body, but were unable to do so. Therefore, to this present date of (B)(6) 2019, I continue to be disabled by the crippling sling materials that remain imbedded in my body.